Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The embolization coil was detached from the pusher assembly with a fractured stretch resistant wire (sr wire) and the proximal constraint sphere was within the distal detachment tip (ddt). The embolization coil had offset coil winds throughout the length of the coil. The introducer sheath was ovalized approximately 9.0 cm from the proximal end. Conclusions: evaluation of the returned podj confirmed a detached embolization coil. The embolization coil was detached due to the sr wire becoming fractured. This damage typically occurs if the embolization coil is forcefully retracted against resistance. The reported coil break occurred at the hub of the microcatheter when removing the device from the patient and was likely incidental to the initial difficulty advancing. The root cause of the difficulty advancing within the microcatheter could not be determined. The non-penumbra microcatheter used in the procedure was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the spermatic vein using a pod packing coil (podj). During the procedure, the physician successfully placed a ruby coil in the target vessel using a non-penumbra microcatheter. The physician was then only able to advance a podj approximately half way through the microcatheter. Therefore, the podj was retracted for removal. While retracting, the podj broke from the pusher assembly and was hanging out from the proximal end of the microcatheter and was simply removed by hand. The procedure was completed using a new podj and the same microcatheter. There was no report of an adverse effect to the patient.